Event description:
It was reported patient experienced pain around the body and ipg site pain. As such, surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.